Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: curr urol. 2015; 9: 93 103. Doi: 10.1159/ 000442860. (B)(4).

Event description:
It was reported in journal article title :" intraoperative frozen section of the prostate reduces the risk of positive margin whilst ensuring nerve sparing in patients with intermediate and high-risk prostate cancer undergoing robotic radical prostatectomy: first reported UK series" author: nikhil vasdev, samita agarwal, bhavan p. Rai, arany soosainathan, gregory shaw, sebastian chang, venkat prasad, gowrie mohan-s, james m. Adshead. Citation: curr urol. 2015; 9: 93 103. Doi: 10.1159/ 000442860 nerve sparing during robotic radical prostatectomy (rrp) considerably improves post-operative potency and urinary continence as long as it does not compromise oncological outcome. Excision of the neurovascular bundle (nvb) is often performed in patients with intermediate and high risk prostate cancer to reduce the risk of positive surgical margin raising the risk of urinary incontinence and impotence. The authors presented the first UK series outcomes of such patients who underwent an intra-operative frozen section (iofs) analysis of the prostate during rrp allowing nerve sparing. The authors prospectively analyzed the data of 40 patients who underwent an iofs during rrp from november 2012 until november 2014. The mean age of the cohort was 58.62 ± 6.7 years and bmi was 26 (range: 22¿34). During the standard rrp procedure, the initial incision made was supraumbilical and a 12 mm port is inserted. However, as the specimen needs to be removed during the rrp, the authors used a premeasured cut down method to open the rectus sheath to the size required for extraction. Ethibond 2-0 interrupted sutures (ethicon) were applied and a balloon port is placed. During the specimen removal, the balloon port is inserted and pneumoperitoneum is created by closing the preplaced ethibond sutures (ethicon) around the balloon port. Reported complication included wound infection (n-1) which required antibiotics. It was concluded that the iofs can be safely introduce to patients with intermediate and high risk prostate cancer who would have normally undergone a wide local excision that would affect post-operative urinary continence and erectile function as this technique involves the excision of the bilateral nvb.